Manufacturer narrative:
One cadd legacy 1 pump was received to investigate the reported -6.45 percent failed accuracy. A device history review, DHR, was performed subsequent to the manufacturing of the device and prior to its release. No problems or issues were identified during this DHR review. There was no evidence of the reported problem in the event log. To further investigate, three separated delivery accuracy tests were performed along with a visual inspection of the pump. The customer's concern regarding failed accuracy was unable to be confirmed. The delivery accuracy tests found the pump's average delivery error to be within the published specification of +/-6 percent. No actions were needed for the issue.

Event description:
Information was received indicating that a smiths medical cadd legacy 1 pump failed accuracy by -6.45% during testing. There was no patient involvement.